Manufacturer narrative:
Received 1 used endobeam laser fiber. Visual inspection noted that the tip of the fiber appears to be missing. The tip of the fiber was not returned with the sample. At the distal end of the fiber, the tip is broken from the stripped junction, splitting of the buffer to one side and a burn back between the buffer and the coating which indicates the fiber was fired. The reported event was confirmed with the cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. (B)(4).

Event description:
It was reported that the tip of the fiber deteriorated in 5 minutes or less; no harm to the patient, the procedure was able to be completed. The tip was broken.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.